Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced cardiac arrest and was admitted to hospital. It was also reported that the right ventricular (rv) lead exhibited intermittent undersensing. The rv lead was explanted and replaced with a defibrillator lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced cardiac arrest, shortness of breath and was admitted to hospital. It was also reported that the right ventricular (rv) lead exhibited intermittent undersensing. The rv lead was explanted and replaced with a defibrillator lead. No further patient complications have been reported as a result of this event.